Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that during iol implantation the posterior capsule ruptured. An alternative iol was implanted successfully within the original surgery session. The healthcare facility reports no injury to the patient as a result of this event. The device was retained and returned to rayner. Product return inspection was carried out on 14th april 2023. The injector was returned dehydrated in the blister tray. Preliminary inspection of the returned injector showed that the movable flaps were not closed, the plunger was fully retracted. Viscoelastic residue was also observed in the loading bay and in the nozzle. The lens was returned jammed in nozzle. To facilitate further inspection of the returned product, the injector was disassembled. The injector parts were inspected under 10x magnification. No damage to injector was observed. On removal of the lens from the injector, the trailing haptic was found to be broken. To facilitate further testing of the injector, the injector was re-assembled and 1x rao600c +34.0 d from rayner's stock was loaded and injected as per the IFU. Ophteisbio3.0% was used. Injection was successful and smooth with no resistance with no damage to the lens or injector post injection. A toluidine blue 0.5% dye test was performed on the nozzle. This test showed that there was no irregularity in the nozzle coating. The UK national ophthalmology database audit report for 2022 states that for all surgeons 0.91% of operations were affected by posterior capsule rupture (pcr) and (B)(4). Our lifetime rate of posterior capsule rupture for our rayone platform and specific lens types are well below the rates published in the nod audit report. The rayone preloaded injector risk analysis identified advancing the plunger too quickly and forcing a jammed plunger during iol insertion as possible causes of capsule rupture. The product return inspection performed was unable to confirm the event as reported though open flaps and resistance building up could be contributing factor. Product testing performed confirms that the device performs as intended. No fault of the rayner device was identified.

Event description:
On (B)(6) 2023, rayner received notification from its brazilian distributor of an event that occurred during use of a rayone aspheric rao600c. The event description provided states that the posterior capsule ruptured during iol implantation. Note: although no harm to the patient has been reported, the case has been assessed retrospectively based on the potential for harm therefore satisfying us FDA reporting criteria.